Manufacturer narrative:
The investigation into the reported purge leak was completed. The device was returned for evaluation. Visual inspection of the device confirmed the purge sidearm was broken into two pieces between the pressure reservoir and the check valve. The root cause of the purge leak was sidearm bond damage due to the use of excessive force when exchanging the purge cassette. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported that 65-year-old male patient implanted with the impella 5.5 for mechanical circulatory support was undergoing a purge cassette change when the purge sidearm broke. A purge sidearm bypass was performed without issue. Heparin was used in the purge solution throughout support. No further information was provided. There were no reports of harm to the patient.